Event description:
It was reported that the system 9800 produced very dark images where the anatomy of interest was not visible during a spinal injection procedure. There was no adverse patient involvement reported. All reported patient information has been recorded in section a of this report. No further information is forthcoming.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. Error logs for the workstation showed no errors. The system was tested and found to be working as intended and placed back into service.